Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing, related to the active exhalation control module. The customer requested no repairs. The device will be returned unrepaired.